Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump was losing power intermittently. It was noted that the power issue occurred during or immediately after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/12/2015 with the following findings: a review of the pump¿s black box history showed that unexplainable power reboots occurred from 01/09/2015 to 01/11/2015. The battery compartment was intact; no damage was observed. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. The battery cap contact height and width measurements were found to be within the required specifications. The pump was exercised for 24 hours with no power reboots, power losses, or call service alarms occurring. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint that the pump was losing power intermittently was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 date of submission 06/23/2014 ¿ correction:incident description: on 06/17/2014, the reporter contacted animas with additional information. The reporter alleged that the pump was functioning properly and that the intermittent power issue was due to a defective pack of batteries.